Manufacturer narrative:
The unknown zimmer healing collar and imp,tsv,4.1,11,mtx,mg (tsvt4b11) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site, and used for an unknown period of time prior to the event. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. November post market trending was reviewed and there were no negative trends or corrective actions for the reported event (components do not seat) or product (zimmer healing collars & tsvt4b11). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown lz healing abutment could not seat within the implant. Implant needs to be rethreaded and remains implanted.